Event description:
Customer sent a repair request reported with an issue of universal cord leak. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found the adhesive part of the objective lens is peeled off. This report is being submitted for adhesive part of the objective lens peeled off observed during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, the following findings were noted : the adhesive part of the objective lens is peeled off due to handling. Watertightness is not maintained due to holes in the universal cord due to external factors. The bending angle is insufficient due to the elongation of the angle wire. There is rattling at the connection between the insertion pipe and the operation part due to the looseness of the insertion pipe. Scratches found on grip ,curved rubber , operation part , control knob due to external factors. The curved rubber adhesive is missing. The video cable (master side) is buckling (inside the video cable , it is assumed that the cable etc. Of the part is affected). The watertightness of the video connector (master side) due to external factors is not maintained. Video connector case found cracked and damaged. Light cover found cracked due to external factors. Based on evaluation findings, the failures found (inspection findings) attributed likely due to use, handling issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
Correction to g3 of the initial medwatch (MFR# 8010047 2022 05507). The aware date should be 02-mar-2022. Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation did not confirm the peeling of the adhesive on the objective lens. A review of the device history record found no deviations that could have caused or contributed to this problem. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was subjected to either (a) physical stresses (e.g., dropping or hitting) or (b) chemical stresses during reprocessing that led to deterioration. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.